Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility¿s clinic manager reported a patient experienced blood loss while undergoing hemodialysis (hd) treatment on a 2008t hd machine. The clinic manager a 2008t hd machine when the blood leak was observed between the bloodline and wingeater safety av fistula needle set (15 gauge 1¿ fistula needle). Per clinic manager the setup was performed by a technician, and the connection between the venous fistula needle line and the combi set hemodialysis line was cross threaded, resulting in a poor connection and blood leak. The blood leak was noted immediately after hd therapy was initiated. The clinic manager stated the nurse was able to reconnect the line and the patient was able to resume and complete treatment without further issue. Per clinic manager the patient¿s estimated blood loss (ebl) was less than 100cc. The clinic manager stated no patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient dialyzed 3 times a week. The sample was discarded.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A user facility¿s clinic manager reported a patient experienced blood loss while undergoing hemodialysis (hd) treatment on a 2008t hd machine. The clinic manager a 2008t hd machine when the blood leak was observed between the bloodline and wingeater safety av fistula needle set (15 gauge 1¿ fistula needle). Per clinic manager the setup was performed by a technician, and the connection between the venous fistula needle line and the combi set hemodialysis line was cross threaded, resulting in a poor connection and blood leak. The blood leak was noted immediately after hd therapy was initiated. The clinic manager stated the nurse was able to reconnect the line and the patient was able to resume and complete treatment without further issue. Per clinic manager the patient¿s estimated blood loss (ebl) was less than 100cc. The clinic manager stated no patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient dialyzed 3 times a week. The sample was discarded.